Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation of vessels and hypotension are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of a 95% stenosed, severely calcified, moderately tortuous lesion in the proximal circumflex artery (cfx) via the right femoral artery. The vessel was 3.0-3.5mm in diameter. The oad was prepared according to protocol and advanced into the lesion. Multiple treatments across the lesion were performed at low speed. A contrast test was performed after the oad removal. A 3.0mm x 15mm abbott trek balloon was then inflated to 14 atmospheres (atm) followed by contrast. A 3.0mm x 12mm intravascular lithotripsy (ivl) balloon was used. After the second treatment cycle/inflation, a test shot of contrast was administered. The test shot revealed a perforation roughly 5mm past the lesion. A covered stent was placed to resolve the perforation. The patient experienced hypotension. Medication to manage blood pressure was administered. The patient was stable and hospitalized for observation. According to the physician, the patient's condition may have contributed to the perforation as the oad had to take a sharp turn to get to the treated lesion. The physician does not believe the oad caused or contributed to the perforation, however, the exact time the perforation occurred could not be confirmed.